Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The workstation printed circuit boards were reseated and the software was reloaded. The system was tested and operates as intended.